Event description:
It was reported that the patient presented in clinic with pacemaker syndrome and pocket stimulation. Upon interrogation, the pacemaker was found to be in backup vvi mode due to code corruption. A firmware download was performed successfully and the pacemaker was restored from the backup vvi.